Manufacturer narrative:
Concomitant medical products: dtma1q1 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and the left ventricular (lv) lead exhibited high thresholds. The ra lead and lv lead remain in use. No patient complications have been reported as a result of this event.